Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump did not alert on high. Customer was also alleging under delivery the reason being unable to lower the blood glucose value unless they treated it with pen. The reservoir will not be returned for analysis.